Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had received about seven no delivery alarms within the past eight hours. The patient's blood glucose at the time of the first no delivery was 479 mg/dl.. He would go through the troubleshooting process and the pump would appear to resume normal function, but the no delivery alarm would inevitably recur. Troubleshooting was initiated for the no delivery issue. The customer was assisted in performing a prime but the pump alarmed no delivery. The customer confirmed that during infusion set changes he noticed that his used cannulas have not been bent. The customer was advised to disconnect and reconnect the reservoir and tubing and to push insulin slowly through the tubing. Insulin exited the tubing without incident. A rewind and prime were successfully performed. The customer was advised that the pump was working as designed. Troubleshooting for the high blood glucose was declined. No products were shipped or returned.